Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient experienced incontinence, urinary problems, infection, corrective surgical procedure, pelvic pain, vaginal pain, erosion, extrusion of mesh, dyspareunia and disfigurement. According to the physician¿s office, the patient was last seen on (B)(6) 2013 and was experiencing pelvic pain, pelvic pressure and urinary frequency. Other appointments were scheduled, however, the patient canceled. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant listed two facilities associated with this complaint, (B)(6). It is unknown which facility the device was implanted at.